Event description:
Caller reported blood glucose results of 270 mg/dl and 130 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. Reported a separate incident of hypoglycemia in which an ambulance was called. Emt system result was 20 mg/dl, customer was treated with IV dextrose. Customer's aviva retest result was 140 mg/dl within 10 minutes of the emt's 20 mg/dl. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.